Event description:
Per the clinic, the patient experienced hearing decline in the contralateral ear due to meniere's disease, affecting the patient's ability to benefit from the implanted device. The device was explanted on (B)(6) 2025 and the patient was reimplanted with a cochlear implant on (B)(6) 2025.

Manufacturer narrative:
Correction: the correct explant date (d6b) is (B)(6) 2025; not (B)(6) 2025, as previously reported. Device analysis report attached.